Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed scratches on the bag. Underwater leak testing revealed leaking from the scratches. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml ethyl vinyl acetate bag had a cut on the side of the bag before use. There was no patient involvement. No additional information is available.